Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach with access by surgical cutdown, after successful deployment of a 23mm sapien 3 ultra valve, while trying to remove the delivery system, it was noticed that the 14f esheath+ had kinked due to very tortuous anatomy. Due to the kink, it was decided to pull out as one unit, which caused a bigger tear in the femoral artery than the actual cutdown site. A repair was performed on the femoral artery. The patient was given four units of blood.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. The complaint for difficulty or inability to withdraw system through sheath was unable to be confirmed. As the device was not returned nor imagery was provided, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach with access by surgical cutdown, after successful deployment of a 23mm s3 ultra valve, while trying to remove the delivery system, it was noticed that the 14f esheath+ had kinked due to very tortuous anatomy. Due to the kink, it was decided to pull out as one unit, which caused a bigger tear in the femoral artery than the actual cutdown site. A repair was performed on the femoral artery. The patient was given four units of blood." In this case, per event description, the patient had very tortuous anatomy which might have caused the sheath to kink during use. In addition, the presence of tortuosity can result in the creation of sub-optimal angles during delivery system withdrawal that may lead to non-coaxial alignment. Such non-coaxiality can contribute to withdrawal difficulties as the delivery system can become caught on the sheath tip. As such, interaction between the delivery system and the kinked sheath and/or sheath tip may have contributed to the delivery system withdrawal difficulty. Available information suggests that patient (tortuosity) and/or procedural factors (withdrawal through kinked sheath) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.